Event description:
Related manufacturer reference number: 2017865-2022-17489. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of the leads, it was noted that the right atrial (ra) lead showed far r wave oversensing which led to inappropriate automatic mode switch episodes. Also, there was decreased sensing capabilities on the ra lead. During examination of the right ventricular (rv) lead, it was noted to have noise which was being over sensed. There was inhibition of cardiac pacing due to noise on the rv lead. Programming changes were made to both ra and rv leads. The patient was in stable condition.